Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged/worn downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned for evaluation following a ¿motor maintenance due¿ alarm (error code 46221). During pre-test evaluation, a downstream occlusion seal open condition and rusted battery coils were observed. The investigation determined that the downstream occlusion seal (dso) was damaged/worn. There was no patient involvement.